Manufacturer narrative:
Boston scientific received new information that the lead exhibited pacing impedance measurements of greater than 2,000 ohms and also increased pacing thresholds. The lead was surgically abandoned and replaced during the routine device replacement procedure. Another boston scientific defibrillation lead was successfully implanted. As the lead will not be returned for laboratory analysis, clinical observations cannot be confirmed. No adverse patient effects were reported.

Event description:
Boston scientific received information that this transvenous defibrillation lead was scheduled for extraction. No clinical observations or adverse patient effects had been reported to the field representative. It was later noted that the lead exhibited noise and low r-wave measurements. The patient's device was at replacement time, and the lead was to be extracted during the device replacement procedure. However, the patient had unrelated medical issues that caused the replacement procedure to be delayed.